Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy, there were some that clips that were not closed. It was noted that the device was removed from the tissue by force, but no tissue damage was caused. The cartridge was replaced with a new one and the device was used to complete the case without problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the cartridge was received applied with the clip body disengaged and the tracks were not inserted properly at the distal end of the clip body. Functionally; the clip body and tracks were reloaded into the cartridge and fired with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.